Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Tandem technical support assisted the caller in resetting the pump, which resolved the issue, allowing the customer to continue using the pump. The caller was advised to contact support again if the malfunction code reappeared and confirmed understanding of the instructions.